Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher device was intended to be used during a procedure. No damage noted to packaging. No issues when removing the device from the packaging as per IFU. The device was inspected and prepped as per IFU with no issues. It is reported that the device broke off while in the aorta. No resistance was encountered when advancing the device, no excessive force was used during delivery. It is reported that the patient has been moved for surgery to remove the catheter. No further patient injury reported.

Manufacturer narrative:
Add info: the device was being used in a procedure to treat an anomalous rca. Multiple catheters were attempted with no success. The physician had no issues using the catheter in the patient but when they started to pull the catheter it looked to be kinked and then it broke about quarter way down the catheter. The remainder of the catheter was successfully removed through the femoral artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one launcher catheter 6f 100cm al10 was received for analysis. Only the proximal 40cm of the catheter was returned. There is a kink 14cm from the strain relief and the break exhibits twisting to break. The distal end of the catheter reportedly removed from the patient was not returned for analysis. If information is provided in the future, a supplemental report will be issued.